Manufacturer narrative:
Correction to the initial MDR in block(s) b5, h6 (device codes).

Event description:
It was reported that the patient was frequently charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure. No further information has been obtained despite good faith efforts.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason.